Event description:
Pt had armport placed. Complained of arm swelling. Upon eval, extravasation of contrast is present approx 2-3cm from attachment to port. Pt presented for port exchange. Upon inspection, catheter is disrupted approx 2-3 cm from attachment to port.